Event description:
Customer reported the system needs a new x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended.